Event description:
It was reported that during revision of a recently implanted right ventricular lead, the physician had difficulty removing the lead from the header of the device. The lead was able to be successfully revised without removal. The lead remained implanted and the patients condition was noted to be good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.